Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence approximately one and a half years post-implant. It was confirmed that the balloon was damaged. No new device will be implanted due to the patient condition of dementia. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence approximately one and a half years post-implant. It was confirmed that the balloon was damaged. No new device will be implanted due to the patient's condition of dementia. No further patient complications were reported.

Manufacturer narrative:
Correction to block b3 and d6a.